Event description:
The customer contacted physio-control to report that the display of their device turned black during resuscitation of a patient, and that the device then powered off. It was reported that this happened three times. There was patient use associated with the reported event. The patient had expired. No further patient details were provided.

Manufacturer narrative:
Physio-control performed a clinical review of the reported event and the downloaded electronic patient record. It was observed that defibrillation was not indicated based on the patient's ECG. In addition, a healthcare provider on scene had indicated that the reported failure likely did not contribute to the patient's outcome. Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to the battery pins being loose. Physio-control then replaced the battery pins. Once proper device operation was observed through functional and performance testing, the device was returned to the customer for use.